Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a blockage of the phaco tip occurred during a cataract eye surgery, also that a white burst of material was noted coming out of the tip during the case. A corneal burn occurred. The patient was treated with moxifloxacin and dexamethasone. Sutures were placed at the wound site. A product sample was requested for this event.

Manufacturer narrative:
There was no product sample returned for evaluation for this report. A device history record review for each of the lot was conducted. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history review. The root cause for the customer complaint issue cannot be determined. (B)(4).